Event description:
It was reported that during inspection of the stretcher, the user facility performed adjustments to the settings on cables. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The user facility reported the cables required adjustment. Eval coding has been provided based upon the info provided by the user facility. Should add'l info be obtained, a follow-up medwatch report will be submitted.